Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes. This is resulted in a mode switch and the device may be in and out of at/af collection. The ra lead remains in use. No patient complications have been reported as a result of this event.